Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was overextending. The femur and insert were revised. A revision femoral with augments and a stem extension were implanted along with a thicker insert. Left knee. Additional information received on 01/19/2021 from reliability engineer: product ID's and lot numbers for products revised, date of original and revision surgery. Additional information received on 01/19/2021 from sales rep (B)(6): explanation about why the revision surgery was rescheduled from (B)(6) 2021 to (B)(6) 2021 (changed requested implant's size).